Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's eye and then it was realized that the lens had a slit, it was torn. The lens was cut out of the eye. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was cut in pieces, most probably to make the removal possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The complaint related test is the cosmetic inspection performed at final inspection. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.